Event description:
It was reported by the sales rep stating that during a breast biopsy his customer received the l3-002 error code. They connected a loaner holster that worked properly and continued to receive the error code. They also had issues with their holster causing the same error code when they advanced the cutter, the cutter would jam when attempting to reverse. They used another holster with a control module that worked properly and they continued to receive the error code.

Manufacturer narrative:
Evaluation summary: the analysis site found that the control module's uniboard and translational motor assembly are causing the cutter to jam in reverse and the control module to display l3-002 errors. The site replaced the translational motor assembly and uniboard to correct the customer's complaint. The control module was serviced, then functionally tested, and was found to meet specifications.